Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation respiratory tract irritation lung disease other. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and h 11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging eye irritation respiratory tract irritation lung disease other. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation the manufacturer noticed that error log showed 32 errors logged. 32 instances of e-55 (err_therapy_queue_full) a continue error. An attempt is made to post a new therapy event to the therapy event queue, but the queue is full. Care orchestrator data shows the patient had a compliance rate of 84.4%, with a system one humidification mode and humidification set at 3. The manufacture observed multiple scratches on the top and bottom enclosures. Potential dried liquid spots were observed in the iso port, on and in the blower housing, and on and inside the blower motor. A significant amount of dust-like contamination with potential hair-like particles were observed on the top enclosure (under the control knob). Dust/dirt-like contamination was observed on the top enclosure, right side panel, on the blower cap, on and inside the blower motor, on the blower housing, on the sound abatement foam and in the bottom enclosure. The manufacturer observed potential degraded sound abatement foam on the bottom of the blower housing and in the bottom enclosure. The manufacturer confirmed the presence of degraded sound abatement foam. In box g: date received by mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.